Manufacturer narrative:
Image review: twenty cine images of the event reported. There is no computed tomography (CT) or executive summary provided for review of anatomical considerations. There was no image of the valve check provided. Per medtronic best practices; prior to performing a pre-dilation or inserting the device into the patient, you should perform a fluoroscopic load inspection to confirm proper loading. Per the event description a pre-implant dilation was performed. Per medtronic best practices, depth assessment at the non-coronary cusp (ncc) is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the left coronary cusp (lcc). The valve may be released once these steps are completed. In this case there is no evidence that a cusp overlap view was used for deployment, therefore depth can not be assessed accurately. Evidence shows that during deployment, at the point of no recapture. The valve was implanted at 3mm on the ncc in a lao 20 projection with parallax in the valve, therefore we cannot confirm if the 3mm depth is accurate on the ncc. It was reported that an amplatz wire was used for implant which is not a recommended compatible wire for the evolut system. Evidence shows that during release of the valve, the valve was never fully released with the capsule over the paddle shown throughout a series of images. Evidence shows the depth of the valve move from below the pigtail to above the pigtail. Evidence shows the valve above the annulus once the delivery system is removed from the ascending aorta. Valve dislodgement is a serious complication that occurs when a deployed valve is positioned or migrates above the annulus. Note that a ¿pop out¿ within the sov represents a serious risk for coronary occlusion. Per medtronic best practices you should snare a pop-out and withdraw to ascending aorta below innominate artery (maintain position with snare). There is not evidence of a snare being used for the event above. A second valve was deployed at normal depth and a post bav was done to complete the position. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a pre-implant balloon dilatation was performed. During deployment of the valve, the starting point was at the bottom of pigtail at an implant depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). After the valve dislodged aortic, the implant depth was 0 mm on the ncc and 0 mm on the lcc. Per the physician, the patient's left ventricular hypertrophy contributed to the valve dislodgement. Of note, a non-medtronic guidewire (amplatz) was used for implant.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-29, the valve dislodged. Subsequently, a second implant with a new valve was necessary to make the procedure successful.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.